Event description:
Procedure performed: nephrectomy event description: my colleague received a voicemail from the senior sister at [hospital] whilst he was on annual leave, he pass the message on to me this morning. The voicemail: "hi, my name is senior sister (name redacted). I can be contacted in [hospital] on [email address] are you able to contact me regarding an incident that we had with one of your laparoscopic bags during a case last week which resulted in patient injury? Thank you. If I am not available, you can speak to my colleague, um either [name] or [name]. Thank you. Bye." Additional information received from applied medical representative via email on 10jun26: it was not as much information as I had hoped as my contact had to leave part way through the call for an emergency. The territory manager (name redacted) is now on the case and we will be able to get all of the relevant information needed. Please see attached the bag that was used during the procedure. Incident date: thursday (B)(6) case: nephrectomy surgeon: (name redacted) what happened: procedure completed and specimen was in the bag, the tip of the bag was lost sight of and the tip touched the spleen causing injury. Additional information received from applied medical representative via email on 11jun26: as we reported an injury to the patient following the use of the retrieval pouch, the company is sending over a representative as obviously, injury was sustained and quite a severe one. The patient involved did have a splenic bleed as a result of the laceration and we did activate the major haemorrhage protocol with an extended stay in itu. Additional information received from applied medical representative via email on 15jun26: the patient sustained an inadvertent splenic laceration (approx. 1¿2 cm at the lower pole) during the procedure. This occurred during specimen retrieval using a metallic frame retrieval pouch. The patient required: ICU admission post-operatively due to bleeding risk, vasopressor support intra-operatively, transfusion (2 units rbc), stabilised post-operatively with no significant hb drop and no further vasopressor requirement, CT angiography (B)(6) 2026), no active bleeding or pseudoaneurysm, managed conservatively following ir review. Recovery: stepped down from ICU on (B)(6) 2026. Discharged home on (B)(6) 2026 at last review: clinically stable, mobilising, no evidence of ongoing bleeding. No additional surgery required. Splenectomy was not required. A conservative management approach was successful. Management included: attendance by consultant general surgeon, laparoscopic assessment and control of haemorrhage. Use of: floseal haemostatic agent, surgicel, gauze packing and prolonged compression (~40¿50 min), ligaclips to bleeding vessel outcome: bleeding controlled intra-operatively, patient stabilised haemodynamically, decision made to avoid splenectomy and proceed with conservative management. The injury occurred: during bagging of the kidney specimen, toward the end of the procedure, due to contact with the metallic frame/arm of the retrieval pouch. The records do not explicitly describe whether the bag fully detached vs partially slipped, exact failure mode of the device (if any), including: at actuator deployment. During retraction/redeployment. During unrolling. During specimen insertion. The incident appears to relate to mechanical contact from the rigid/metal frame during manipulation of the deployed bag, rather than a clearly documented: structural failure of the bag and premature detachment event. To summarize, confirmed patient harm: splenic laceration. Cause: contact with metallic frame of retrieval pouch during specimen bagging management: intra-operative haemostasis achieved, ICU admission and monitoring, conservative approach successful. Outcome: no splenectomy. Stabilised clinically. Discharged home. Device: retained and available for return. No definitive documentation of device malfunction, but involvement in mechanism confirmed. No evidence to suggest detachment or slippage. Issue did not occur on full deployment, device deployed and used as intended. No indication of the issue occurred during unrolling. The issue occurred during specimen insertion; timing corresponds directly with specimen placement/manipulation. No evidence of actuator malfunction. Based on combined operative notes + first-hand account: the device appears to have: deployed and functioned as intended. The injury is most consistent with: mechanical contact from the rigid/metal frame of the retrieval system during manipulation and/or specimen insertion, particularly in a: restricted anatomical space technically complex case (difficult tissue/vasculature). Intervention: as a result of the laceration and we did activate the major haemorrhage protocol with an extended stay in itu. Patient status: the patient required extended stay in the itu. Stabilised clinically. Discharged home.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow up report will be provided upon completion of the investigation.